Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a heart attack coincident with peritoneal dialysis therapy. The patient was connected to the home choice device at the time of the heart attack event. On the same day, the patient was hospitalized. The patient was treated for the heart attack event through the placement of a cardiac stent. Dianeal therapy is ongoing. The patient was discharged from the hospital six days after admission. It was reported that the patient was recovering from the heart attack event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. There was no non-conforming product identified that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.